Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received result between 130 mg/dl and 140 mg/dl on the aviva system while experiencing symptoms of hyperglycemia. The reading fell within the normal range for the customer and caused the customer to delay seeking treatment for the hyperglycemic symptoms until 3-4 hours later. Customer was taken to an ER by a family member where the customer's blood glucose was tested at 300 mg/dl on the ER's meter of unknown type. He did receive unknown treatment at the ER for hyperglycemia. Requested return of suspect device and replacement was sent.